Event description:
It was reported that the system was explanted on (B)(6) 2011 due to revision of system. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the neurostimulator model 7427, serial # (B)(4) showed no significant anomalies. The output and telemetry were ok, but the battery was near normal end of life (eol). The device failed the automated test console, as the battery was not in new condition. Good, stable output was observed on each electrode pair. Analysis of the extension model 7489, serial # (B)(4) showed no significant anomalies. The extension was ok, but was cut through (suspected explant damage). The extension was connected to the neurostimulator, and good, stable output was observed on each electrode pair. Analysis of the extension model 7489, serial # (B)(4) showed no significant anomalies. The extension was ok, but was cut through (suspected explant damage). The extension was connected to the neurostimulator, and good, stable output was observed on each electrode pair.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.